Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised, and a new pocket was created by the physician and the same ipg was placed within the new pocket. It was confirmed that ipg had correct positioning and was lying flat within the pocket. The ipg was able to communicate with chargers and ipg was successfully recharged. Issue has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-op the ipg could communicate with the programmer but was unable to establish communication with the charger. It was noted that no surgical staples were present, the ipg was implanted at 2 cm and sutured to the front of the pocket. The ipg was palpated and only one edge of the ipg could be felt. It is not clear if the ipg is tipped but does not appear to be flat and parallel with the skin. Multiple attempts at troubleshooting, including repositioning and different chargers were tried to no avail. Surgical intervention may be undertaken to address this issue.